Event description:
It was reported that lead dislodgement, loss of sensing and no capture were observed. The lead was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.